Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material in the auxiliary water channel and air/water-cylinder was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested events can be detected/prevented by handling device according to the following instructions for use. Instructions for use states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a wrinkled universal cord, a deformed connecting tube, a detached adhesive on the bending section cover, a snag on the plastic distal end cover due to a crack, an air/water cylinder and suction cylinder with no color, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, and the insulation resistance value at the distal end did not meet the standard value due to a peeled adhesive on the bending section cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had white dots and an insufficient angulation. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the air/water tube, air/water cylinder, and the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.